Manufacturer narrative:
All available information was investigated, and the reported unintended movement was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue at this time. All available information was investigated, and a conclusive cause for unintended movement could not be determined in this complaint. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and before clip release, a check was performed to ensure that the clip locked. After several attempts, the clip partially reopened to 60 degrees. It was decided not to implant this clip and another cds was prepared and clip implanted without issue. Three total clips were implanted, reducing mr to 3. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.